Event description:
When removing a no. 5 french meditech peripheral balloon catheter 95cm x 8mm x 3cm (used with a no. 6 french cordis 10cm anterial shealth) resistance was felt. Upon extraction, the balloon material was missing. It was removed surgically with no complications to the patient. The problem may have been user error.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown, none or unknown, balloon. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. The device was not destroyed/disposed of.